Event description:
A nurse contacted baxter (B)(4) regarding a leak from a transfer set. The nurse stated when the set is tightly closed, peritoneal fluid effluent leaks out the front of the transfer set. The only way to stop the flow was to apply a minicap to the end of the transfer set (when the transfer set is closed it should not leak anywhere). The process step is during patient use; the patient's mother changed the transfer set to one that worked and closed properly without leaking. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a minicaptransfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a discolored patient connector noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with broken occluder feet noted. A visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing. A batch review could not be performed because the lot number was not available.